Manufacturer narrative:
At the time of this report the device has not been returned to verathon for evaluation, however the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 blade, the image would disappear and show green lines intermittently. The procedure was completed with the reported device with no delay in the procedure noted. No harm to the patient or user was reported.